Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician's programmer was having issues communicating with a patient's generator. The physician expressed that he believed the issue was with the programming system. The patient had left the office without having their device interrogated, as the facility did not have other backup equipment to use. As part of troubleshooting at the time, the 9v battery in the wand was changed, plugging and unplugging the tablet into the wall output, and the usb plug of the serial adapter cable was reseated and held to the tablet, none of which resolved the issue. It was reported that the error message received was unable to open port. After replacing the usb to db9 serial adapter cable, the communication issues were resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.